Manufacturer narrative:
Patient's demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record not possible as the lot/serial number was not provided. Based on the information provided, the most likely cause(s) of this event include inadvertent user activation of the device during insertion/removal from the incision/joint space or removal of the device at excess temperatures which can occur due to an incorrect power setting or device occlusion. Product directions for use (dfu-0088) warns against insertion/removal during activation or shortly afterward due to retained heat. "Do not insert or withdraw the probe tip from the surgical site while the device is active. The probe tip can remain hot and cause burns after the device is deactivated. Inadvertent activation of the device or moving the probe tip outside of the field-of-view can cause unintentional injury to tissue. Do not use metal cannulas as they may damage the probe's insulation or create an alternate current path(capacitive coupling) resulting in an unintended burn. Use of all plastic cannula systems will help to avoid this problem." The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by facility.

Event description:
It was reported that there was patient burn. The surgeon noticed a small spot of redness around insertion site of wand(surface burn). Patient`s follow up revealed burn to be more so underneath the skin. Another manufacturer's console and pad were used in the case. Patient was treated with antibiotics and doing well.